Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has been running high for the past couple of weeks. Customer's blood glucose was 500 mg/dl. Customer treated with an injection. Customer had symptoms of high blood glucose including feeling thirsty and fatigue. Customer stated that she has a back-up plan. Customer found no air in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer had a no delivery alarm in the alarm history. Customer stated that when she removed her infusion set, there was blood and the pump alarmed no delivery on (B)(6). Customer stated that the alarm was resolved by a complete set change. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change.